Event description:
After an infusion it was discovered that the catheter had separated from the portal. Confirmed by contrast study. The system was explanted. Also, reported that the catheter had fragmented 5mm from the catheter connector.